Event description:
On 06/16/1998 the MFR received a report & two devices from the international distributor concerning a customer in their territory that experienced two problems with this product. This report concerns the second event (ref. MDR#1056436-1998-00049 for the first incident). The report states the following: after extraction from the pt, it was noted that the guidewire broke. No further details were provided.